Event description:
Boston scientific received information that a revision procedure was performed. This right ventricular lead was repositioned. The reason for the procedure is unknown at this time. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.